Event description:
It was reported the loop of this snare detached in the patient during a polypectomy procedure. Another unit was used to complete the procedure successfully. The patient's condition is good. No further information regarding the circumstances surrounding this event are available. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated a visual exam revealed the loop had detached from the coupling. Two crimp marks were present in the coupling to restrain the loop and cable. However, both crimp marks were in the center of the coupling. Crimp marks were also noted on the ball weld. This is a possible indication that the loop was not properly crimped during the manufacturing process. The company has since implemented a 100% in-process pull test during loop assembly which should eliminate this malfunction in the future.